Event description:
It is reported that a female with a bmi of 30 underwent uncomplicated primary total hip arthroplasty for osteoarthritis with a 52mm trilogy acetabular component and a 36mm trilogy longevity liner. Vertical inclination of the cup was 40 degrees and anteversion, measured by the method of ackland of the cup was 45 degrees. She returned for routine follow-up one year after surgery and reported pain and noises in her hip. Radiographs demonstrated eccentric position of the femoral head in the acetabulum consistent with liner disassociation. Revision of the acetabular component was performed. Both the femoral component and acetabular shell were well fixed. The liner was found to be fractured along the rim and associated from the metal shell. Implant and explant dates are unk.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to a trilogy acetabular longevity liner and a unk trilogy shell. One year after operation, the patient experienced pain and noises in her hip. The patient's radiographs showed eccentric position of the femoral head in the acetabulum consistent with liner disassociation. The femoral component and acetabular shell were well fixed, but the liner was found to be fractured along with the rim and disassociated from the metal shell. Patient activity level, weight, and build were not provided for this analysis. No product and/or x-rays were supplied for review. The report does state that the cup was implanted with a vertical inclination of 40 degrees and 45 degrees anti-version (ackland method). Although these details were provided, it is not known whether or not this is representative of the patient's natural anatomy. If not, non-anatomical cup placement could accelerate wear or increase point loading. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.